Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor reported the surgery was an anterior cervical fusion, there was no patient injury; surgery was delayed by 6 minutes. The screw was stuck inside the extractor. Additional information was requested by integra, not received at the time of this report.